Event description:
It was reported by the sales rep the device was used during an unknown procedure. It was reported the atw35 fired well on first firing. After reloading and firing again, it would not release from the tissue. It was forced open to release. Cut and staple line reportedly ok on this firing. Another device was used to complete the case. There was no consequence to the pt.